Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an infection due to the device was infected and was treated with antibiotics. A surgical procedure was performed to replace the system for a tactra. There were no further patient complications.

Manufacturer narrative:
H6. Evaluation conclusion codes corrected detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an infection due to the device was infected and was treated with antibiotics. A surgical procedure was performed to replace the system for a tactra. There were no further patient complications.